Event description:
It was reported that during a laparoscopic gastric sleeve procedure, the device fired two clips and then it jammed. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned with four jammed clips within the jaws; the clips were removed and upon inspection three were found to be malformed and one conforming. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the anti-backup mechanism was found to be non-functional; in the next actuations of the trigger, nine conforming clips were fed and formed. Finally, the instrument locked out as intended. The device was disassembled in order to evaluate the condition of the internal components and upon disassembling the ratchet pawl was found to be damaged causing the anti-backup failure. No conclusion could be reached as what may have caused the clip jamming and the anti-backup failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.